Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device should receive an update due to therapy port connector wear. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
The reported issue was clarified and it was determined to be a request for information only. There is no indication of a systemic problem; no further investigation or action is warranted.